Event description:
Pump set at 10 mg every 30 minutes. When nurse read pump, dosage was 21.3 mg every 30 minutes. Nurse did not change dosage. This machine does not require a key to access dosage change. Dose may have been changed by children visitors. Patient required monitoring. Did not require narcaninvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.